Event description:
During an in-service demonstration by a zoll medical sales representative the device displayed a "bridge test failed" message. There was no patient involvement in the reported malfunction.